Event description:
It was reported that during a heavily tortuous, heavily calcified, mid to proximal, right coronary artery (rca) stenting procedure, a miracle bro guide wire (gw) and balanced middleweight (bmw) gw were advanced but would not cross the heavily calcified proximal lesion and were removed. A non-abbott gw was advanced and crossed the lesion. A non-abbott 2.0 x 12 mm balloon dilatation catheter (bdc) was advanced, but would not cross the lesion and was removed. The same bmw gw was advanced to the lesion and the non-abbott gw was removed. The same miracle bro gw was advanced to the lesion. The same non-abbott 2.0 x 12 mm (bdc) was advanced over the miracle bro gw and dilated the mid and proximal lesions. A non-abbott 4.0 x 15 mm stent delivery system (sds) was advanced over the miracle bro gw, but would not cross the heavily calcified lesion. A non-abbott 6 french guideliner (gl) was advanced over both the bmw and the miracle bro gw's. A non-abbott 4.0 x 22 mm sds was advanced over the miracle bro gw through the non-abbott gl, but would not cross the heavily calcified lesion. The non-abbott gl and the non-abbott 4.0 x 22 mm sds were removed. The same non-abbott 4.0 x 15 mm sds was advanced over the miracle bro gw and when the stent was implanted in the mid rca, the bmw gw became pinned against the rca wall (both guide wires in the vessels). A non-abbott 4.0 x 22 mm sds was advanced to the proximal rca lesion over the miracle bro gw, but would not cross the heavily calcified lesion and with removal of the non-abbott sds the stent dislodged from the balloon in the gl.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Event description continued: the non-abbott sds, stent and gl were removed as one unit, leaving the two gws in place in the anatomy. A new non-abbott sds was advanced over the miracle bro gw and would not cross the heavily calcified lesion. It was decided to end the procedure. The physician attempted to pull out the pinned bmw gw from the artery and the bmw separated into two pieces inside the guiding catheter. The distal piece of the bmw was floating in the aorta still attached to the vessel wall. A non-abbott snare was used to snare the distal piece of the bmw and the procedure was complete. There was no adverse patient effect or no clinically significant delay in the procedure reported. There was no additional information provided. Concomitant medical products: stent: integrity 4.0 x 15mm sds, integrity 4.0 x 22mm sds; other: 6 french guideliner. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Catalog number - correction. Evaluation summary: the device was returned for analysis. The separation was able to be confirmed. The physical resistance, entanglement, and difficulty removing the guide wire could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual and dimensional inspection and scanning electron microscopy imaging of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.